Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that the wire on the right side may have come out. The patient was advised to contact their healthcare provider (hcp) and then indicated in a later call that at the direction of their healthcare provider (hcp) they removed the leads. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.